Manufacturer narrative:
Device evaluation follow-up #1: the device was returned to animas and evaluated by product analysis on 4/1/2015 with the following results: no power on resets events observed in the black box. Battery compartment is cracked on the side near the threads and above the bumper pad. Returned battery cap has stripped threads; it is able to power up the pump but is difficult to remove. No stripped battery compartment threads were observed. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap; no power on resets were duplicated. The black box shows on (B)(6) 2015 11:58 auto timeout pump suspend warning; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had no power. The patient was unable to remove the battery cap from pump and had a blood glucose over 500 mg/dl. The patient received no unusual treatment and has discontinued pump use. This complaint is being reported as the issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.